Event description:
One touch ultra meter "c" button would not operate. The patient had been unable to change the calibration code or scroll through the meter memory to view past results. The patient was described as experiencing headaches, nausea, hunger, frustration, irritability, and feeling sleepy during the time of concern. The patient had been testing on another meter as a result of the reported issue. The patient reported visiting his physician's office for a blood glucose test. Prior to the visit to his physician, the patient took insulin. The physician increased patient's insulin and oral medication regimen. The patient did not allege harm. There is no information to suggest that the patient experienced injury or medical intervention. The customer care representative reviewed and verified the functionality of the "c" button. Based on the information supplied, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.